Event description:
This case was initially received via regulatory authority (B)(6) on 13-sep-2017. This spontaneous case was reported by a consumer and describes the occurrence of genital haemorrhage ("hemorrhage") in a (B)(6) female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), general physical health deterioration ("deterioration of general health"), pain ("pain"), fatigue ("fatigue"), infectious mononucleosis ("mononucleosis"), amnesia ("loss of memory") and speech disorder ("speech disorders"). Removal of essure was planned for (B)(6) 2017 via hysterectomy and salpingectomy. At the time of the report, the genital haemorrhage, general physical health deterioration, pain, fatigue, infectious mononucleosis, amnesia and speech disorder outcome was unknown. The reporter provided no causality assessment for amnesia, fatigue, general physical health deterioration, genital haemorrhage, infectious mononucleosis, pain and speech disorder with essure. Diagnostic results (normal ranges are provided in parenthesis if available): (B)(6). The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred term. In this particular case a search in the database was performed on 15-sep-2017 for the following meddra preferred term: genital haemorrhage. The analysis in the global safety database revealed 593 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Further company follow-up with the regulatory authority is not possible. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.